Event description:
We received a report that during the implantation of an intraocular lens (iol) the wrong diopter was pulled from stock. The lens was implanted before the error was discovered. The incision had to be enlarged to remove the iol. The correct diopter power was then implanted and the surgery successfully completed. No patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.